Event description:
On 7/9/97 a radiograph in the emergency department demonstrated a fracture, non-union left distal demur with failure of plate. On 7/11/97 pt went to or for removal of hardware from an implant on 1/24/94, when a bone grafting and blade plate fixation was done.